Manufacturer narrative:
Power cord sheathing damaged with exposed bare wires.

Event description:
It was reported by service report that the power cord sheathing was bad and there were wires exposed. No patient involvement or adverse consequences are reported.